Manufacturer narrative:
(B)(4).

Event description:
Following a new pump and catheter implant, the patient was noted as not having therapeutic effect. The patient experienced increased pain. A volume discrepancy was noted at the first refill, in which the actual residual volume (20 ml) was found to be greater than the expected residual volume (8 ml). Another refill was conducted, and the "same thing" had occurred again. The actual residual volume was again noted as being 20 ml, while the expected residual volume was 8.0 ml. A dye study was performed, and no issue was determined. The patient was admitted to a hospital. The patient's pump contained morphine. It was noted that no device was explanted. The patient's outcome was indicated as being "unknown". Additional information will be provided in a follow up report, as it becomes available.